Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? There was no problem in the product during the operation. It was oozing, so no blood transfusion was performed. There was no change in the operation due to the issue. The surgeon commented that it is unknown why the staple unform occurred. The patient is stable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during anastomosis between stomach and jejunum, the staple on the tip was unformed at the 7th firing. At first, it seems to be fired properly, but when the gastroscope was inserted inside to see the anastomosis site, it was found that the bleeding occurred. Then the surgeon checked from outside, and it was found that the staple on the tip of the device was unformed. Additional suture was performed to complete the case. The 1st firing was with the blue cartridge and slr, it was used to cut the duodenum. 2nd to 4th firing was with gold cartridge and slr, it was used on the stomach. 5th firing was with the white cartridge, and it was used on jejunum. 6th firing was with white cartridge, and it was used to anastomosis jejunum. The complaint issue has been occurred at 7th firing. The sales rep received the blue cartridge, but it is unsure that if the cartridge was the complaint product. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2022. D4: batch # 647a05. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60b reload present. The reload was received fully fired and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.